Event description:
Boston scientific was notified that, this event occurred with the 3rd matrix deployed in a bi-lobe type of aneurysm. The first two ones were: matrix 3d 5x15 and matrix 3d 5 x10. The 3rd matrix st. 2d, 5x15 was a little difficult to push and the previous one looked like there was compartmentalization, the physician tried to pull back on the coil to reposition it and the coil broke. They were able to retrieve it with a snare with no consequences.